Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 4.50mm x 8mm catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages noted with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No issues were found with the balloon when inflating to rated burst pressure of 20 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed from the patient's body safely and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed from the patient's body safely and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.